Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on one patient. The one result provided were: on (B)(6) 2024 sid (B)(6) initial ft4=> 64.35 pmol/l/repeated = 47.93 pmol/l. Laboratory reference range for ft4= 9 to 19 pmol/l. The precision data for troubleshooting purpose only and those results not used for patient management. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) determined the arc tbg/sn (B)(6), the likely causes of the falsely elevated results. The worn part was replaced, which resolved the issue. The instrument service history review revealed one additional service ticket associated with discrepant/erratic free t4 patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the arc, tbg/sn tp wz revealed no trends or systemic issues. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results and for the removal, replacement, and verification of the arc tbg/sn (B)(6). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr, sn (B)(6). Or arc tbg/sn tp wz.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on one patient. The one result provided were: on (B)(6) 2024 sid (B)(6) initial ft4=> 64.35 pmol/l/repeated = 47.93 pmol/l. Laboratory reference range for ft4= 9 to 19 pmol/l. The precision data for troubleshooting purpose only and those results not used for patient management. There was no reported impact to patient management.